Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired into the pt's cavity. The surgeon was able to remove the clips and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.